Manufacturer narrative:
Device evaluation: (B)(4) the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no defect found, unable duplicate the complaint during investigation. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of his wife (the patient) and reported a high blood glucose (bg) event. The reporter claimed that the patient fainted on the morning of (B)(6) 2012, after having a high bg level of "600 mg/dl". The reporter received a call from an alarm company after the patient reportedly triggered an alarm. The patient was reportedly treated with an insulin drip and fluids in an ICU. The reporter mentioned that he was told that the patient might have pneumonia. The reporter indicated that the patient did not have any other health conditions but was taking the following medications: lasix, omeprazole, metoprolol, levaquin, lisinopril, and vitamin(s). Upon discharge from the hospital, the patient was reportedly instructed to change her basal setting to "1.0 unit/hr" for 24 hours. At the time of contact with animas, the pump was not set to the recommended basal setting. Through troubleshooting, the reporter noted having difficulty getting the pump to respond to button presses. In addition, the pump's date and time were found to be incorrect. The pump's time of day (am/pm) setting was also off. Due to incorrect time of day setting, the reporter was informed that patient could have been receiving incorrect basal delivery. The animas representative involved in this contact was able to walk the reporter through correcting the pump's date/time. It is unknown at this time why or how the pump's date/time was set incorrectly. A review of the pump's basal history revealed a number of "0" basal deliveries. The pump's basal settings were checked and no basals were set to 0 at anytime. In addition, the pump's display was allegedly dark and hard to read. Plus, the pump was intermittently rebooting while the reporter was troubleshooting the device with the animas representative. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient was hospitalized for hyperglycemia and possibly pneumonia. However, at this time, it is unknown if the pump and/or use-error contributed to the patient's injury considering multiple issues were found with the device during troubleshooting.